Event description:
Pt involved in motorcycle accident on 7/98. Seen in emergency room, found to have right clavicle fracrure and was placed in figure-of-eight splint. Initial orthopedic evaluation in august and was noted to have a displaced and angulated clavicle with pain on range of motion. On 8/31/98 admitted for open reducton internal fixation of right clavicle. Pt was discharged with instructions to use cryopac until follow up; visit in 7-10 days. On 9/23/98 pt was getting off of sofa placing right arm down and felt a pop and pain over right clavicle. Pt was admitted on 9/25/98 for removal of hardware and redo an open reduction and internal fixation of right clavicle fracture. The plate had broken at the fourth hole, but the plate was still in place proximal and distal. Also noted moderate amount of induration within the tissue and some new bone formation in the fracture site.